Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio output in the event of alert or error. There was no secondary audio in the absence of the primary as a contingency effort or visual flashing lights. Furthermore, there seems to be no internal service (technical error code) alarm noted on the screen signifying complete audio failure during therapy (medication, programmed amount, and delivery rate unknown). Patient was receiving a blood pressure medication; when infusion was complete the pump went to keep vein open (kvo), however the pump did not alarm and the nurse did not return to the pump. Any patient injury or medical intervention is unknown.